Event description:
Per the user facility medwatch report rec'd from the FDA on august 22, 2008, "the physician was attempting to put a terumo glidewire through a pt's catheter. The wire is supposed to be hydrophilically coated. He attempted with three different wires, all from the same lot number, and all got stuck in the catheter. He described it as feeling like 'sandpaper on sandpaper'. The pt was not injured."

Manufacturer narrative:
As of this time, repeated attempts to reach the user facility contact have been unsuccessful. Involved device has not been returned for eval. Therefore, the failure investigation was limited to eval of user facility info, retained samples and quality records. Eval of a reserve sample from the reported lot confirmed there were no abnormalities. A reivew of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The event description is consistent with insufficient wetting of the glidewire's coating prior to use. The instruction-for-use do address the potential for such an event in the warnings/precautions section of the instructions-for-use, which states, "the surface of the glidewire is not lubricous unless it is wet. Before taking it out of its holder and inserting it through a catheter, fill the holder and the catheter with heparinized physiological saline solution." Communication with the user facility is on-going and a follow-up report will be submitted if significant additional info is rec'd. All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending, and follow up.